Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the t1 implant was introduced in the meniscus. When the surgeon pulled back a little to insert the t2 implant, the whole white sheath with the t2 implant loosened. The surgeon could not place the t2 implant in the meniscus such as the technique implies. The suture was not as intended. Both implants were left behind in the patient's knee. A back-up device was available and used to complete the procedure after an approximate four minute delay. The patient's post-operative condition is okay.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. The insertion needle is bent on two planes. The depth limiter assembly has been advanced out of the handle. The depth straw is kinked at its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. It appears that the depth gage lock was inadvertently advanced beyond the handle causing the reported incident. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).